Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer torqvue 45x45 delivery sheath. The patient was under general anesthesia, aspiration was not performed, and continuous flush was not attached to the delivery sheath. After removal of the dilator, the loader was immediately attempted to be attached to the delivery sheath. It was reported that while attaching the loader to the delivery sheath, air bubbles were noted. The physician opened the tuohy/flush adapter to the device to allow bleed back and noticed blood seeming to leak from the loader. It was then noticed a crack appeared at the distal end of the loader. A decision was made to remove and replace the device with a second 31mm amplatzer amulet left atrial appendage occluder. The second amulet was successfully implanted with no report of any adverse patient consequences. It was reported there was a delay of several minutes to prepare a new device but the patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported event of crack in the distal end of the loader was confirmed. It was also reported that air bubbles were noted when attaching the loader to the sheath due to crack in the loader. The investigation at abbott found that the loader was kinked at the proximal end and damaged at the distal end causing it to leak. The damage could have occurred during device preparation. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. How or when the damage occurred could not be conclusively determined, however it is consistent with damage during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.